Event description:
It was reported the newly installed replacement processor pca required an additional replacement. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.